Manufacturer narrative:
Technician with the provider did confirm the lack of audible alarms on the unit however unit was not returned or evaluated to determine the root cause of the lack of alarms. Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the unit has no audible alarm on start up.